Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that there was elevated threshold. The patient was sent for a chest x-ray, with the results later determined to be normal for this patient. It was further reported that the threshold values progressively decreased over the next two office visits. The lead remains in use. No patient complications have been reported as a result of this event. The patient was noted to be part of the product surveillance registry.

Event description:
It was reported that there was elevated threshold. The patient was sent for a chest x-ray, with results pending. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was sustained failure to capture. The investigator attributed relatedness to the rv (right ventricular) lead. The event resolved without sequelae and the lead remains in use.